Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal and extraneal therapies was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.